Event description:
It was reported that the patients right atrial (ra) lead was oversensing ventricular events, an atrial lead dislodgement is suspected. The lead currently remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).